Event description:
The reporter indicated that the surgeon implanted upside down and removed a 13.2mm vicmo13.2, -6.5 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6)2024. There was patient contact (lens touched the eye) with no patient injury. A new lens was implanted on (B)(6) 2024 with a same size, diopter (sphere/cylinder/axis) lens. The problem was resolved. The lens was implanted and removed intraoperatively .cause of the event is reported as unknown

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).